Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further evaluation. Visual inspection was performed and revealed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed and flow rates were found to be within the specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The reporter stated that the expected infusion time was 44 hours; however, the device completed infusion approximately 7 hours before expected. The device was filled with fluorouracil in 5% glucose solution to a total fill volume of 220ml. There was no patient injury or medical intervention associated with this event. No additional information is available.